Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had problems with her implanted neurostimulator. Security gates, trains, and electrical tools, etc caused painful stimulation. After traveling on a train, the neurostimulator also lost its programming. In (B)(6) 2010, after reprogramming the magnet off, the pt was not satisfied. During this spring, the pt felt painful stimulation more frequently. The device was explanted and replaced. No pt injury was reported. The pt felt soft stimulation with her new system and was going to report her status at a later date.